Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2018-12934. Reference MFR. Report#: 1627487-2018-12932. It was reported that the patient underwent surgical intervention where the scs system was explanted for an "unknwon" reason. No further information is known at this time.